Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that; the patient had been hospitalized since (B)(6) 2025. The foley catheter had been in place at home. On (B)(6) 2025, the patient experienced urinary incontinence and poor urinary outflow. Therefore, the indwelling urinary catheter was replaced. No medical intervention was reported.

Event description:
It was reported that, the patient had been hospitalized since (B)(6) 2025. The foley catheter had been in place at home. On (B)(6) 2025, the patient experienced urinary incontinence and poor urinary outflow. Therefore, the indwelling urinary catheter was replaced. No medical intervention was reported.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.